Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from mmt-1886 to unk_ngp as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name), d3 (manufacturer details), d4 (product model, catalog numbers) and h11 (removed "puerto rico manufacturing" and "device not marketed in the united states" statements) with this supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) unk_ngp. No product return is expected for unk_ngp.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported insulin was continuously dripping. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.